Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive escape and act buttons due to moisture damage on the keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 147 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.